Event description:
Information was received indicating that during use of a smiths medical cadd cassette, formation of air bubbles was noted in the cassette. No patient consequences were reported. No adverse effects were reported.

Event description:
Additional information was received that the homecare nurse stated that an alarm triggered several times due to air bubbles during use and it was necessary to restart the pump to continue treatment.

Manufacturer narrative:
B5: additional information was recieved that the homecare nurse stated that an alarm tirgerred several times due to air bubbles during use and it was necessary to restart the pump to continue treatment.